Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a company representative in regards to a patient who was being treated with baclofen intrathecal at a dose rate of 421 mcg/day (baclofen concentration unknown). The patient had an MRI (magnetic resonance imaging) at 09:30 a.m. On (B)(6) 2015. The reason for the patient's MRI was unknown. The representative was not certain but did not think that the MRI was related to a suspected device or therapy issue. A motor stall was seen when the pump was first interrogated after the MRI. The stall was still confirmed to be stalled at 4:30 p.m. On (B)(6) 2015. The patient was asymptomatic and no audible alarms were heard. Interventions and if the motor stall recovered was not provided at the time of this report. Follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the manufacturer representative indicated the motor stall recovered approximately 20 minutes post MRI. The pump logs were not "read out appropriately." No further information was provided.